Event description:
Hill-rom pt beds, "trans star" model, both trauma and medical style, allow the bed frame to be lowered. The problem is that under the bed there is a storage area for o2 cylinders. The bed goes to low and will break the regulator off of the cylinder. This has happened three times at rptr's location. Rptr has info form the MFR rep that this has also happened at at least one other facility. So far, rptr has not had anyone injured or had a cylinder take "flight."